Event description:
The customer reported that the 60-6085-200a, vcare 200a - small device was being used in a total laparoscopic hysterectomy on (B)(6)2023 when the "cuff and ballon broke off in the patients". Further assessment found that the device had fragmented, fragments fell into the surgical site and were removed with laparoscopic instruments. The surgery was completed as normal without the use of an alternate device, and with a delay of unknown duration. There was no reported impact or injury, medical/surgical intervention or extended hospital stay for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Received pieces of one 60-6085-200a in opened original packaging. Lot number was verified. The complaint has been confirmed. The device came disassembled. A root cause cannot be determined; however, based upon risk analysis a possible cause of this event could be that the device distal tip assembly was not properly glued; however, there is no physical evidence based on the returned pieces that this happened. Another possible cause is that the balloon and heat shrink assembly were not assembled properly. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only such occurrence for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 42 reports, regarding 51 devices, for this device family and failure mode. During this same time frame 589,544 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.00009. Per the instructions for use, the user is advised: to re-attach the syringe to the luer connector at the end of the pilot balloon; fully aspirate the air from the intrauterine balloon to deflate. This will allow the intrauterine balloon to be removed from the uterus. Unlock the locking mechanism by turning the thumbscrew counter-clockwise (anti-clockwise) and retract to the handle. Swipe a finger around the edge of the vaginal cup to separate the tissue from the cup to prevent tissue damage. Fully retract the vaginal cup to the handle. Carefully remove the device from the vagina. Do not use excessive force to avoid traumatizing the vaginal canal. We will continue to monitor for trends through the complaint system to assure patient safety.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety. H3 other text : device not yet received.

Event description:
The customer reported that the 60-6085-200a, vcare 200a - small device was being used in a total laparoscopic hysterectomy on 06dec23 when the "cuff and ballon broke off in the patients". Further assessment found that the device had fragmented, fragments fell into the surgical site and were removed with laparoscopic instruments. The surgery was completed as normal without the use of an alternate device, and with a delay of unknown duration. There was no reported impact or injury, medical/surgical intervention or extended hospital stay for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.